Event description:
The device was being used to treat a pt and the device reportedly would intermittently not charge the defibrillator, accompanied by an illuminated svc indicator. The batteries were replaced and the problem recurred. The pt's info and outcome were not reported.